Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a no delivery alarm during troubleshooting with nurse at the hosp. Instructed customer to remove the reservoir and to press the plunger of the reservoir. The customer stated that there is a resistance at back of the reservoir. During the call the customer stated that she was hospitalized due to high blood glucose. The customer stated that she did not follow the two high bg rule. The programming, insulin concentration, and bolus history were correct.